Event description:
Regulatory agency reported on behalf of healthcare professional "device rupture post breast cancer". This record is for the right side. Device was explanted and replaced with another's manufacturer device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.